Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 when cauterizing the branches the clinician stated that when he went into neutral position to deactivate power the device continued to cut and cauterize. The customer stated that he had to open the jaws before the jaws de-activated. It was noted upon initial preparation of the device the customer noticed the jaws did not seem to close all the way. Device inserted per IFU. As device delivered energy ok but did not shut off appropriately, device removed and set aside. New device opened and functioned normally. There were no procedural delays. There was no harm to patient.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h10. The device was returned to the factory for evaluation on 01/15/2024. An investigation was conducted on 01/18/2024. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed. There were no visual defects observed on the intact heater wire or the clear silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and did not shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period, but remained activated , only shutting off when the pressure on the toggle was self released. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. A temperature and resistance test was not conducted due to the device remaining activated. An engineer evaluation was conducted.(c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (cvh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position and the thumb toggle on the handle of the complaint vh- 4000 hemopro2 tool was pulled back to the activation (power on) position. The complaint vh-4000 hemopro2 tool heated up normally. When the thumb toggle on the handle was released, it returned slowly to the off position and the heating element in the jaws stopped heating. The thumb toggle returning slowly to the off position is not normal. The complaint vh-4000 hemopro2 tool was cycled on and off an additional twenty times. The thumb toggle on complaint vh-4000 hemopro2 tool returned slowly to the off position for seventeen of the twenty cycles which is not normal. On three of the twenty cycles, the thumb toggle was manually moved to the off position to turn off the heating element in the jaws, which is also not normal. Per the reported complaint, the customer noted the following, " it was noted upon the initial preparation of the device the customer noticed the jaws did not seem to close all the way." The evaluation of the jaws physical functionality found that the jaws were able to close all the way. See attached engineer evaluation memo. Based on the returned condition of the device as well as the evaluation results, the reported failures "device remains activated "was confirmed and the reported failure "mechanical problem-toggle" was not confirmed. ¿specific actions for the reported failure mode (device remains activated) are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000354208 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.